Manufacturer narrative:
(B)(4); patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a replace sensor now message occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2020. Data was evaluated and the allegation was confirmed. The probable cause was determined to be residual aberration. In addition, an early sensor expiration was found in connection to the reported allegation. The probable cause of the early sensor expiration was determined to be potential patient misuse. The reported event of a replace sensor now message is reportable based on the finding of an early sensor expiration. No injury, or medical intervention was reported.